Manufacturer narrative:
No product is being returned for evaluation.(B)(4)

Event description:
Anchor shattered when surgeon tapped the inserter handle; used 2.9mm drill to prepare insertion site. Surgeon used an arthrex pushlock anchor to complete the repair. It was confirmed that everything was removed from the patient. The patient had average bone quality; neither hard nor soft. A drill guide was used and axial alignment maintained.